Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5082924 ((B)(4))].

Event description:
It was reported bedside rn noticed that the catheter dislodged from int jug during continuous dialysis due to issue with securement wing. No other information was provided.